Event description:
I had the essure procedure done in (B)(6) 2013. I have had extreme abdominal pain, very noticeable bloating, shooting pains down my legs and very heavy periods. I am too young to get a hysterectomy. It has made taking care of my family harder for me, sex is extremely painful and even the smallest tasks seem hard to do.